Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, lot# n193467014, implanted: (b)(46 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient receiving intrathecal gablofen 2,000 mcg/ml; 319.9 mcg/day via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The event was (B)(6) 2015. The pump was replaced on (B)(6) 2015 and the patient went into the emergency room (ER) on (B)(6) 2015 experiencing possible symptoms of baclofen overdose. The patient presented with tiredness, weakness in bilateral lower extremities (le) and inability to pass urine. The patient's bladder wasn't emptying thus the patient was "cathed" in the ER and relieved of 1100 ml of urine, then with an indwelling catheter. The patient was weak, loose, can hardly walk, and was "like a noodle." The patient fell down (B)(6) 2015 because of the weakness. The patient denied any other symptoms. On (B)(6) 2015 the pump was decreased. The patient and their wife thought the patient's legs were stronger than on (B)(6) 2015 but still not stable enough to ambulate safely on his own. The patient was to take supplemental oral baclofen if needed. The current dose would be the lowest they could go on the current concentration unless minimum rate mode was utilized. It was believed that the "tubing" (catheter) wasn't in the spine prior to pump replacement so the medication was being absorbed into patient's system and not going into the spine. When pump was replaced the surgeon fixed the catheter and the dose was too high for the patient. The daily dose was lowered two times since then. The dose was 300 mcg/day after the pump replacement and it was decreased to 150, then down to 91 mcg/day. It was also indicated the dose was decreased to 96 mcg/day. The patient was to follow up with managing physician on (B)(6) 2015. The physician thought that maybe he didn't break the catheter during the pump replacement and that perhaps it was already either partially or fully fractured. No diagnostics/troubleshooting were performed. Patient status was alive; no injury and the patient's symptoms had resolved. The patient had allergies to demerol and morphine sulfate. Medications the patient was taking include ampyra 10 mg oral tablet, calcium 600 =d (3) 600 mg calcium 200 unit oral capsule, fish oil 1000 mg oral capsule, metformin 500 mg oral tablet multiple vitamin essential oral tablet paroxetine hcl 20 mg oral tablet, ranitidine hcl 150 mg oral capsule, simvastatin 20 mg oral tablet. Past medical history includes anxiety disorder (generalized) diabetes mellitus type ii, gastroesophageal reflux, major depression (recurrent) mixed hyperlipidemia, multiple sclerosis, senile dementia. Past surgical history includes herniorrhaphy, tonsillectomy. (See manufacture report # 3004209178-2015-21191 regarding pump replacement).